Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device caused thyroid cancer. The patient reports they had an x-ray on their collarbone for their chiropractor and the doctor stated they found something. The patient was sent to an endocrinologist, and biopsies were conducted on the patient's thyroid. The patient was then informed they had thyroid cancer, and their thyroid was removed after several more biopsies. The patient reports they now have a 2-inch scar on their neck and is now on daily medication. The patient reports cleaning the device with soap and water every 2 to 3 months. The device tube and masked were changed out frequently. The device was returned for evaluation prior to the report of thyroid cancer. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. Technical findings showed the device upper enclosure buttons were damaged. The device met quality criteria and was functional. The device was repaired.